Event description:
A customer reported an issue with the pump's touchscreen, which was unresponsive despite not being physically damaged. The glitch led to a "high" reading for their blood glucose level, although the specific value was not known. The customer managed their elevated blood glucose by administering a correction injection manually. The customer reverted to an alternative method of insulin therapy.